Manufacturer narrative:
Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional related issues for this item. Visual examination of the packaging received confirms the complaint of damaged sterile packaging. The packaging has been validated to withstand normal shipping/handling conditions under packaging performance validation. Root cause can be attributed to an abnormal event during distribution.

Event description:
It was reported during a total hip procedure, the sterile packaging for the 60mm acetabular cup was found to be damaged. A 64mm cup was opened and used to complete the procedure instead. This resulted in a delay of approximately two minutes.